Manufacturer narrative:
The customer returned the suspected contour xt meter for evaluation. No test strips were retuned as customer used all the test strips from the affected vial. An in-house testing was performed using the returned meter with the in-house contour next test strips from lot # 8lped12b, which gave satisfactory performance. In some countries outside the us, customer information is not provided due to privacy laws. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he obtained a blood glucose reading of 4.4 mmol/l on a contour xt meter. The customer drank apple juice and performed another test about 45 minutes later obtaining a reading of 2.2 mmol/l. The customer had no symptoms of hypoglycemia. The customer called his doctor and went to the hospital. A blood glucose testing was performed in the hospital on an unknown system and a reading of approximately 8 mmol/l was obtained. The customer stayed in the hospital overnight to control his blood glucose levels. The customer was advised to return the test strips for evaluation, however, the customer used all the test strips and therefore, test strips are not expected to be returned. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.